Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification number was not provided by the complainant. (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal (exact date unknown) and the physician "noticed the picture on the monitor which looked like there was a hole through the uterus". The physician then performed a "laparoscopy and confirmed there was a hole, but the bowel was not nicked". No intervention was required and the patient was discharged home.